Event description:
It was reported on 09/14/2010, that during a rescue attempt, on (B)(6) 2010, the device advised a shock, began to charge and then cancelled the shock. Add'l aeds were reported to have been used. Although no pt details are available, it was reported that the patient was resuscitated.

Manufacturer narrative:
Eval method: the electronic history file from the actual device involved in the incident was evaluated. The actual device was not returned. Based on the investigation, the software incorrectly cleared a low battery warning, as addressed in recall #z-0580-2007 and #z-0581-2007. Also, service/maintenance of the device was not followed according to the MFR's recommendations.